Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6) 2020. The high rate of inability to remove sensor is being addressed under corrective and preventive action. No further investigation was found necessary.

Manufacturer narrative:
The user declined and mentioned the sensor was deep and did not want it to get removed. The high rate of inability to remove sensor is being investigated under corrective and preventive action. No further investigation was found necessary.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made because sensor being to deep into her arm. User then declined and mentioned the sensor was deep and did not want it removed.